Event description:
Customer reported an over infusion of magnesium. Pt admitted in pre term labor. Magnesium sulfate started at 0730 at an outside facility prior to transfer to hosp. Pt rec'd a 4 gm bolus of magnesium sulfate over 30 minutes followed by a maintenance rate of 2 mg/hr (50mls/hr) starting at 0800. Rec'd at hosp between 1100-1145. Ems documentation indicates 25 mls magnesium sulfate administered in route. Upon admission, outside facility IV fluids and tubing was used and placed into alaris pump chambers. IV rate was set at 50 ml/hr. Nurse noted rapid dripping of fluid in chamber, which caused her to suspect a pump malfunction. Within an hour of admission to hosp, pt exhibited signs and symptoms of magnesium sulfate toxicity. Magnesium sulfate infusion was stopped and calcium gluconate per protocol was given and per md orders which did alleviate the toxicity symptoms. Event logs rec'd; investigation pending. Devices have been requested but not rec'd.

Manufacturer narrative:
(B)(4). Log review is not completed. Attempts have been made to obtain devices for failure investigation. A f/u report will be submitted after failure investigation is completed with log review. A f/u report will be submitted if devices rec'd.